Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during endoscopic ultrasound - directed transgastric endoscopic retrograde cholangiopancreatography (edge) procedure performed on an unknown date. During the procedure, the physician successfully cauterized through the stomach wall. While deploying the first flange, some resistance was noted, but it was eventually deployed successfully. However, during deployment of the second flange, it did not exit the catheter smoothly and significant resistance was encountered. Once deployed, the stent dislodged into the peritoneal cavity. The patient was sent to an additional surgery to remove the axios stent and was admitted to the hospital beyond standard of care. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an edge procedure.

Manufacturer narrative:
D4, h4: the complainant was unable to provide the complaint device lot number. We are unable to provide the device manufacture date. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization.